Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months post generator change, the patient's implantable cardioverter defibrillator (ICD) system was removed due to a pocket infection. It was noted that the system will be replaced in the future. No further patient complications have been reported as a result of this event.